Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during orif [open reduction and internal fixation] left elbow procedure being performed on elderly patient, drill bit (2.0mm) broke on patient's left elbow. Surgeon was able to retrieve the broken piece. No adverse impact on the patient."